Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were filling/aspiration difficulties, that it was not possible to completely fill the pump. The pump was filled with 14 ml instead of 20 ml the first time, then it was not possible to fill more than 8 ml the next time. It was noted the drain was ¿ok¿ with the volume drain ¿quite the same¿ with the programmer. The next refill was scheduled for (B)(6) 2013. The pump system was being used to deliver baclofen. The pump remains implanted. It was further reported that the medication being infused via the pump was compounded baclofen. It was noted that the center tried to fill the pump with another physician on (B)(6) 2013 and the same issue occurred where they were only able to fill the pump with 10 ml of baclofen. No troubleshooting was done. It was noted that the patient was ¿ok¿, but that they were coming to the center more often due to the impossibility to fill the 20 ml. No explant occurred and the next refill was scheduled for (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.